Event description:
The surgeon was performing a laparoscopic colon resection. The stapler was loaded with standard 6 row 45mm load. The stapler was then fired. It would not open to release the colon. The surgeon made multiple attempts to open the stapler but was not successful. The surgeon had to extend the incision line from the gel port, and then cut the colon on each side of the stapler in order to remove the stapler from the patient. The surgery was then completed with two different staplers.